Manufacturer narrative:
Rupture has been removed and is no longer reportable to the FDA. The device was found to be intact. Additional, corrected and/or changed data: a.2, b.5, b.6, b.7, d.6b, h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The event of rupture will be removed as the device was found to be intact. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed openings during analysis. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases, deformation and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b3, d9, h3, h6.

Event description:
Healthcare professional reported left side "rupture identified via MRI." Healthcare professional later reported "implant was not rupture" and "capsular contracture baker grade IV." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The event of rupture will be removed as the device was found to be intact. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture identified via MRI". This record is for the left side. Device remains implanted.